Event description:
Complainant alleged that the device was beeping constantly. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
During functional testing the constant beep was observed, also during functional testing the device was unable to power on. The reported problem and the problem observed by zoll medical are related. The malfunction was attributed to a faulty integrated circuit on the system board. Trend analysis for failures of this type does not indicate an increase in frequency.